Event description:
The patient experienced a return of symptoms. The patient was unable to turn the deep brain stimulator on. When assessing the status lights of the device, only the green 9 volt programmer battery lit. Device registration system shows the device was replaced. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.